Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet user experienced severe hyperglycemia with cgm showing ¿hi¿ and confirmatory fingersticks around 575 mg/dl, with concerns for insulin delivery despite the pump displaying ongoing insulin dosing; the user was using a contact detach steel infusion set and had performed a recent set change, and a possible infusion site or delivery issue was discussed while the user initially declined supply changes. Symptoms included hyperglycemia with the user feeling unwell but without nausea later in the event. Outcomes included no health consequences or lasting impact, and the glucose level decreased to approximately 299 mg/dl with continued monitoring and education. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.